Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that main drawer 3.1 had failed. A field service engineer identified that the half-height matrix drawer had failed on a station. The engineer reseated all cable connections and checked for any loose connections on the retractor band. After testing, the failed drawer was successfully recovered. Preventative maintenance service was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer unable to open and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.